Event description:
It was reported that the touchscreen was cracked. However, the customer was unsure how the touchscreen became cracked. There was no impact to customer's blood glucose. Reportedly, the pump was functional and customer continued to use the pump for insulin therapy.